Event description:
Rptr has had problems since 2/91. The implants were implanted on 8/24/89. Problems since the implants: miscarriage 3/91, bursitis and itband problems-2/91, hip area hurts since the end of 1991, stomach muscles on the right side very tight since 2/93, tailbone/sacrum always hurts since end of 1991, pelvic area tender and feels swollen-9/91, whole right leg aches, sciatica down the right leg since 9/91, ankle pain, numbness and swelling, cramps, entire area around right rib cage aches, hurts to breathe in deep, sore muscles (shoulders, chest), aching muscle, tmj and ringing in the ears-4/93, headaches are worse, hard to concentrate, fibrous cysts of right breast, painful breasts and ovary area, tire easily, lymph glands fees swollen, sensitive to cold, have colds more than ever, constipation, dry eyes, pms worse then ever, shooting pain throughout body, trouble falling asleep because of pain, tightening sensation of skin since 1/93, sensitivity to bright lights and the sun 1/94 and sinus problems. (*)